Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that sometime after implantation, the patient was advised that her implant was failing and that she had high concentrations of various metallic elements in her blood. The patient was revised. Additionally, litigation papers allege the patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to her normal affairs and duties for an indefinite period of time. Update (B)(6) 2013 - clinical report was received. Clinical report indicates the patient was revised to address a focal histolytic inflammatory reaction, intermittent numbness and groin pain, and local tissue reactions. There is no new information that would change the existing MDR decision. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to a cloudy effusion, stain and debris in the periarticular area, brown/gray debris in the femoral head recess, a thickened, dry capsule and corrosion on the trunnion. The femoral stem and adapter sleeve have been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.